Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of an infuso.r. Pump with "occlusion switch is broken" was confirmed and not reproduced. The root cause was attributed to a defective micro processing unit printed circuit board. The micro processing unit board was replaced to fix the problem. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a infuso.r. Pump with "occlusion switch is broken". This event occurred during "physical damage" in the operating room". There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.